Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient realized her stimulator was not working so she went to charge it. The therapy had stopped due to a power on reset (por). The patient was trying to charge her implant when the por message was seen. The patient said her patient programmer needed batteries so she will call back when she has batteries. The patient said her back and legs have been bothering her since last thursday. The patient mentioned she had a trigger point shot last thursday in a spot she has never had one before. The patient called back when she and had both the patient programmer (pp) and recharger for trouble shooting. Patient said she is seeing the por warning screen. Patient said she hasn't had any trouble until she had injections last week. Patient said she had never had injections and the injections were close to the ins. No further complications were reported. No additional patient symptoms were reported.